Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the personal diabetes manager (pdm) delivered an uncommanded bolus of 8.4 units while the patient was sleeping. As a result, the patient's blood glucose level was 3 mmol/l. No alarms or error messages were displayed.